Event description:
Per the clinic, the patient was treated with topical steroid cream (specific date and duration not reported) due to poor magnet retention.

Manufacturer narrative:
This report is submitted on september 28, 2022.